Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an event of scattered package on (B)(6) 2024. Patient reported that 1 pack was opened in box and compeletly scattered. No further information was available.